Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that patient came for a dressing change and to change the broken clamp to the red lumen. According to patient, the clamp has been broken for a while but nurse unable to change it out due to no availability of the replacement clamp. I removed the broken clamp and replaced with a new clamp without any difficulty.